Manufacturer narrative:
H3: product ID 97745 lot# serial# (B)(6) was returned for product analysis. Analysis found the front case was cracked causing case separation, charging issues, power loss, and blank/white screens. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that they did not consult their physician about the changing groups. They removed the battery and rebooted the controller, it hasn't happened since.the pt also stated that it seems that the issue has been resolved.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and reported that they kept getting a message to replace the batteries when trying to charge the implant. Patient noted they would have to reset the controller a lot. Patient also shared that it took a while to get the implant up and running to charge and that it took 2 and a half hours to charge their implant when it used to take 30 minutes. During the call, patient confirmed no damage for the recharger and controller charging port. Patient reset the controller. Patient started an implant charge session with recharging excellent and the controller was 100% and the implant was 90%. After a minute or two, batteries low replace the controller batteries soon (70) appeared. The issue was not resolved. Agent reviewed meaning of batteries low (70) message and advised patient to try the recharger and if issues persisted, to call patient services. An email was sent to the repair department to replace the recharger.

Event description:
Additional information was received from patient. Patient called back reporting batteries low replace the controller batteries soon message and software problem 1 intellis, 2 3.6, 3 1546, 4 appmanger.c. Patient reported the message has been ongoing since the recharger replacement and the issue has not been resolved. Patient confirmed no visible damage on the external equipment, patient reset the controller and blew air on the controller port. While on the call, patient stated that the controller batteries decreased 10% and ins battery did not increase. Due to the ongoing issues patient has been experiencing, agent submitted a request to replace the controller. Patient mentioned previous replacements, patient expressed frustration that they had not been sent a new battery. Agent provided information. No symptoms were reported.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they were getting the check the recharger message when trying to recharge the implanted neurostimulator. Patient stated that the issue started probably 2 weeks ago and that they have gotten the message the last 4 times they went to charge their implant. Patient stated that they get the message recharger needs attention and that this message only appears when they are trying to charge their implant and connected to the recharger. Patient stated that they would get a message to charge the controller but the controller would be fully charged. Agent walked patient through a reset of the controller; agent then had the patient start a charging session. Patient confirmed that the controller was 100% charged and the implant was 80% charged. Agent had the patient inspect their equipment for any visible damage; patient confirmed there was no visible damage to the controller port or recharger. The issue was not resolved. An email was s ent to the repair department to replace the recharger. No symptoms were reported. Additional information was received from the patient. It was reported that starting about a week ago the patient had been having problems with their controller. The controller battery had not been discharging and they got messages on the controller to replace the batteries soon when recharging the implanted neurostimulator battery (ins) even though controller battery showed 100% and the ins was at 100%. The patient was getting the message to replace the controller battery every two or three times charging ins. The patient noted when they went to charge last night the controller showed the ins battery 100 percent when it should not and the controller was also at 100% battery. The patient said they charged the ins three days ago from 30% to 100% and they charged the controller to 100% after. But now the controller did not discharge like it normally did for both batteries were at 100% since they last charged. The patient tried to changed groups and they felt stim in one group and not the other. Normally on group a the patient did not feel anything stimulation while getting relief because it was not set up that way. When the patient went to charge their ins last night they checked group a and all four programs were at 0. The patient tried resetting controller but that did not work. During call the patient reset the controller and group a was highlighted green. The controller and ins battery was at 100%. The patient went to their programs on group a and it was at 2.9 but during call went to 0 then back to 2.9 on its own without the pt doing anything for it kept going back and forth. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported. A replacement controller was sent out.